Event description:
It was reported that the pt has not noted therapeutic effect from intrathecal therapy. The catheter was revised about a year ago but the pt is still not getting any relief of symptoms. It is unk if any troubleshooting was performed prior to the catheter revision.

Manufacturer narrative:
.